Event description:
It was reported that the lead monitoring feature of a competitor's pulse generator showed that the lead exhibited <200 ohms bipolar ventricular impedance since august 2006. Testing in the unipolar configuration was unable to reproduce the low impedance. The device was left in the unipolar pace and tip-to-case sense configurations.